Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer reported alternate insulin therapy was not available but declined follow up from tandem technical support. Customer¿s blood glucose level was 200 mg/dl.